Manufacturer narrative:
(B)(4). The customer reported that the unit would not power up by the battery. There was no report of patient involvement. Philips evaluated and verified the failure. It was determined that this was a battery failure. The customer will be ordering a new battery to resolve this failure.

Event description:
The customer reported that the unit would not power up by the battery. There was no report of patient involvement.